Event description:
Balloon was inserted and when it was connected to the console, the console did not recognize the fiber optic.

Manufacturer narrative:
The product was returned with the membrane completely unfolded. One kink was observed 76.2cm from the tip. Product evaluation - a sensor output test was performed and a pressure reading could not be obtained. The tech used an optical light to see if there were any breaks in the sensor's optical fiber. Conclusion: the sensor was found to be damaged at the tip. Although we cannot determine how this occurred, a damaged sensor will cause the reported alarms. (B)(4).